Event description:
Caller reported difficulty seeing insulin drops at the tubing end during the fill tubing step. There was no adverse impact on the customer's blood glucose level. The customer resumed insulin with original supplies by quick pressing the button. Cts educated caller to use room temperature insulin when filling the cartridge.